Event description:
Boston scientific (bsc) crm received info that this right atrial (ra) lead 4135 dislodged the afternoon of the initial implant procedure due to positioning. The lead was successfully repositioned the following day with appropriate threshold measurements. The physician was not dissatisfied with the performance of this model type lead. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.